Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of an infuso.r. With "spring around the battery compartment is melted" was confirmed and not reproduced. The root cause was attributed to a battery spring. The battery spring assembly was replaced to fix the problem should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report an infuso.r. With "spring around the battery compartment is melted". This event occurred during programming/setup in the "anesthesia dept". The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Should additional information be received, a follow-up medwatch will be submitted.